Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain in groin and hip, trouble walking, inflammation, difficulty sitting, standing, moving up and down stairs and elevated metal ion levels. Legal counsel for patient alleged that a revision procedure occurred on (B)(6) 2009 and that another biomet acetabular cup and modular head were implanted. It was further alleged that a revision procedure took place on (B)(6) 2010 due to osteolysis and acetabular cup loosening and that competitor acetabular components and a biomet head were implanted. A review of the invoice history confirmed the initial surgery date and that the acetabular cup, modular head and taper adapter were removed and replaced during the first revision procedure that took place on (B)(6) 2009. An invoice could not be located to confirm the second revision procedure that allegedly took place on (B)(6) 2010 or which components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-03930/03932 & 03937).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2014-03930/03932, 03937 and 05371).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported patient allegations of pain in groin and hip, trouble walking, inflammation, difficulty sitting, standing, moving up and down stairs and elevated metal ion levels. Legal counsel for patient alleged that a revision procedure occurred on (B)(6) 2009 and that another biomet acetabular cup and modular head were implanted. It was further alleged that a revision procedure took place on (B)(6) 2010 due to osteolysis and acetabular cup loosening and that competitor acetabular components and a biomet head were implanted. A review of the invoice history confirmed the initial surgery date and that the acetabular cup, modular head and taper adapter were removed and replaced during the first revision procedure that took place on (B)(6) 2009. An invoice could not be located to confirm the second revision procedure that allegedly took place on (B)(6) 2010 or which components were removed and replaced. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2009 noted the acetabular component was loose. Additional information received in patient medical records indicates that left hip second revision procedure performed on (B)(6) 2010 noted osteolysis and loosening. Additional information received in patient medical records indicates that left hip third revision procedure performed on (B)(6) 2014 was due to sciatic nerve compression; and noted soft tissue, pericapsular tissue and scar tissue. An invoice could not be located for the third revision procedure that took place on (B)(6) 2014. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.